Event description:
Md1 and md2 were putting the bulkamid scope together. Cst placed camera and light cord on the patient's chest and abdomen area. Md2 attached the camera to the scope but not the light cord. Md2 asked to have the light turned on. Writer didn't realize that the light cord was not attached to the scope prior to turning light on. Writer turned light on and noticed the light cord lying on the drape and writer immediately turned it off but the cord was still able to burn a hole into the drape. Md1, md2, md3, and writer checked the patient's left leg which was under the drape and there were no signs of harm to the patient. Charge nurse, or ada, and or da were notified.